Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Event description:
It was reported that the infusion device went into stop mode automatically without displaying an error or alert message resulting in elevated blood glucose levels. The patient's blood glucose level was 425 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.